Event description:
It was reported that right atrial (ra) lead was unable to consistently capture. The patient is scheduled to have the ra lead revised and the lead remains in use at this time. No patient complications have been reported as a result of this event. On 2013-(B)(6), it was later noted that the right atrial (ra) and right ventricular (rv) lead were oversensing. Both the ra and rv leads were capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965 implantable pacing lead, 2008-(B)(6). (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.